Event description:
It was reported that revision surgery was performed in (B)(6) 2011 due to elevated cobalt and chromium blood levels and a soft tissue reaction.

Event description:
The devices were implanted in (B)(6) 2006.